Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump shutdown unexpectedly due to "button interaction," and placing pump into storage mode. The customer's blood glucose level was 107 mg/dl. Reportedly, the customer unplugged and then plugged the charger back into the pump and allowed the pump to charge for 2 full minutes. Customer successfully resumed insulin therapy.